Event description:
It was reported that a clearlink y-type catheter extension set was leaking during set up from where the device connects to the IV drip. This malfunction occurred during priming. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a supplemental MDR will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was not available. However, a companion sample was received for evaluation. Visual inspection and simulated use testing (gravity flow) was performed. No leak was identified; therefore no cause could be determined.